Event description:
In (B)(6), it was reported the patient's eos was in (B)(6) and the hcp was weaning patient off medication and considering discontinuing use of the pump. An inflammatory mass was also reported. Per the health care provider a granuloma was reported but was unaware of presence of any neurological symptoms. The health care provider was filling the pump with saline the day of the report and was concerned about the time it would take to clear the catheter. The hcp reported that they see the patient at their home and the patient was unable to travel too far to go to the clinic for system content removal. It was later reported in (B)(6), the patient experienced recent increase in usual pain; bowel and bladder incontinence. It was indicated that the mass was diagnosed as transverse myelitis which was diagnosed on (B)(6) 2012, via an MRI of the l-spine performed by the neurologist. The catheter tip level was t12-l1. The hcp planned to wean the patient of the intrathecal medications; the morphine was decreased from 30mg/ml to 10mg/ml; 0.7mg/day and the clonidine from 750mcg/ml to 250mcg/ml. The pump was filled with saline and if granuloma did not sub-side surgical intervention may be needed. The patient status was noted as "status quo" at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model # 8709, serial # (B)(4), implanted on: (B)(6) 2005, explanted on: unknown. (B)(4).